Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, d6b, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional later reported "rupture." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and rupture was received on oct 21, 2025, with lot number 2857200. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and later reported rupture. The device has been explanted and replaced.